Manufacturer narrative:
A FDA request was received regarding the user facility report number: 4900320000-2020-8006. It was identified that the report 4900320000-2020-8006 is related to the event reported within this medwatch report 3009185973-2020-00087 and within medwatch report 3009185973-2020-00086. The user facility report number 4900320000-2020-8006 was reviewed. The following listed elements are incorrect: brand: rosa knee system. Generic: orthopedic stereotaxic instrument. Product code: orthopedic stereotaxic instrument (olo). Manufacturer: orthofix, inc. Address: 3451 plano parkway lewisville, tx 75056 united states. The correct information is contained within 3009185973-2020-00087 and 3009185973-2020-00086 reports. The parts mpl174045-s19007 and mpl174045-s19000 have not been received at the manufacturing site for evaluation purpose yet. Once the evaluation is performed, a follow-up medwatch report will be submitted. Corrected data: b4 date of this report. E4 initial reporter also sent the report to FDA? G4 date received by manufacturer. H2 if follow-up, what type. H10 additional narratives/data.

Event description:
During an seeg procedure on (B)(6) 2020, two drill guides were fused to the drill bit rather quickly. This was the first time using the 2.45mm drill bits at (B)(6) on robot bs19060. Pictures of the serial number for the drill guides will be attached. There was successful contactless registration and verification. The planned surgery had 15 trajectories for depth electrode placement. At the first trajectory that the surgeon, dr. Koch, attempted there was nearly an immediate issue with the drill bit and the drill guide fusing. A 2.45 mm rosa drill guide was being used and a 2.4 mm adtech drill bit was being used. When the drill bit and guide became fused, dr. Koch began trying to pry the drill out of the guide, thus exerting a large amount of force on the arm. This caused a communication failure. The robot was restarted and the surgery was resumed, during the time of the restart attention was given to the fused drill bit and guide. This delay was around 10 minutes. The second time the drill bit and drill guide fused on the 6th trajectory. At this point, the drill bit was being flushed with saline as dr. Koch was drilling and mineral oil (for lubrication) was being used between drilling. In both cases, he made it specifically clear to be as parallel with the drill bit and drill guide as possible.

Manufacturer narrative:
This part was not returned at the manufacturing site for evaluation. Therefore, the definitive root cause of this issue could not be determined. The most probable root cause of this event is that because of the friction between the drill bit and the drill adaptor during drilling, the metal heated up and swollen which caused the mechanical jam. A CAPA is ongoing for this topic. Corrected data: - b4 date of this report. - g4 date received by manufacturer. - h2 if follow-up, what type. - h3 device evaluated by manufacturer. - h6 event problem and evaluation codes. - h10 additional narratives/data.

Event description:
During an seeg procedure on (B)(6) 2020, two drill guides were fused to the drill bit rather quickly. This was the first time using the 2.45mm drill bits at vcu medical center on robot bs19060. Pictures of the serial number for the drill guides will be attached. There was successful contactless registration and verification. The planned surgery had 15 trajectories for depth electrode placement. At the first trajectory that the surgeon, dr. Koch, attempted there was nearly an immediate issue with the drill bit and the drill guide fusing. A 2.45 mm rosa drill guide was being used and a 2.4 mm adtech drill bit was being used. When the drill bit and guide became fused, dr. Koch began trying to pry the drill out of the guide, thus exerting a large amount of force on the arm. This caused a communication failure. The robot was restarted and the surgery was resumed, during the time of the restart attention was given to the fused drill bit and guide. This delay was around 10 minutes. The second time the drill bit and drill guide fused on the 6th trajectory. At this point, the drill bit was being flushed with saline as dr. Koch was drilling and mineral oil (for lubrication) was being used between drilling. In both cases, he made it specifically clear to be as parallel with the drill bit and drill guide as possible.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
During an seeg procedure on (B)(6) 2020, two drill guides were fused to the drill bit rather quickly. This was the first time using the 2.45mm drill bits at (B)(6) medical center on robot (B)(4). Pictures of the serial number for the drill guides will be attached. There was successful contactless registration and verification. The planned surgery had 15 trajectories for depth electrode placement. At the first trajectory that the surgeon, dr. (B)(6), attempted there was nearly an immediate issue with the drill bit and the drill guide fusing. A 2.45 mm rosa drill guide was being used and a 2.4 mm adtech drill bit was being used. When the drill bit and guide became fused, dr. (B)(6) began trying to pry the drill out of the guide, thus exerting a large amount of force on the arm. This caused a communication failure. The robot was restarted and the surgery was resumed, during the time of the restart attention was given to the fused drill bit and guide. This delay was around 10 minutes. The second time the drill bit and drill guide fused on the 6th trajectory. At this point, the drill bit was being flushed with saline as dr. (B)(6) was drilling and mineral oil (for lubrication) was being used between drilling. In both cases, he made it specifically clear to be as parallel with the drill bit and drill guide as possible.